Event description:
Boston scientific received info that this rep contacted boston scientific's technical service (ts) to report that this pt was presented to the electrophysiology (ep) lab for a schedule placements of an sicd system. Automatic set-up was performed and the secondary sensing vector was selected. During induction testing, the 3-incision sites were left open. Induction testing was performed and the induced arrhythmia was successfully terminated. The physician started to close the incision sites. During closure of the electrode tip, wandering baseline was observed associated with inappropriate detection and device charging. The rep confirmed that the pt was wandering baseline ceased and could not be reproduced. Stored data from the device was downloaded to an sd card and will be uploaded to the manufacture database. Subsequently, boston scientific received info in mid (B)(6) 2013 that this rep contacted ts to report that this pt had received inappropriate shock therapy for atrial fibrillation (af) with rvr. The shock vectors were evaluated manually and the alternate vector was almost isoelectric. There was evidence of double-counting most likely the result of large t-waves, ts was informed that the rep was experiencing difficulties with re-optimization. The physician elected to reprogram the shock vector to secondary. The pt's beta-blocker medication was increased and the device's therapy zones were reprogrammed. Two days later, the local rep contacted ts to question whether the shock vector could be programmed to primary x1. It was noted that the primary vector had failed the pre-screening test due to large t-waves. Ts felt that shock therapy was delivered as a result of the af and muscle noise (pt was performing some manual labor).

Manufacturer narrative:
From the capture s-ecgs, ts felt that the secondary shock vector x2 was preferred. As no further info concerning this report is expected,our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Correction: this report is being filed to correct the device and results codes which were incorrect on the previous report.

Manufacturer narrative:
UDI = (B)(4); boston scientific received information that this local representative contacted ts in mid-(B)(6) 2016. The local representative reported that this patient had recently received several shock therapies. The majority appear to be inappropriate due to noise and t-wave oversensing associated with wide qrs complexes. Review of prior calls indicated that the alternate sense vector was not acceptable due to isoelectric signals. The primary sense vector had a poor r-to-t wave ratio. Ts commented that the qrs-to-t wave ratio appears to be about 3:1 on secondary and about 2.5:1 on primary. Ts explained that 2.5:1 is the minimum qrs:t wave ratio that is acceptable. Ts did not recommend reprogramming from the secondary sense vector to the primary sense vector. The local representative commented that the patient was in hospice care and bedridden at the time of shock delivery. Electrogram noise is evident when the patient reaches arms out and goes to the bathroom. Ts discussed the option of sending stored data for smartpass analysis. However, since the patient is in hospice care, replacement to a device with smartpass is not an option. Based on review of the previous calls, the secondary sense vector appears to be the most acceptable vector. With the sense vector programmed to secondary, the captured electrogram is sensing appropriately but the r:t wave ratio is still poor. The episodes show that the patient's heart rate is elevated in the 140-150 bpm. The t-wave gets larger and double-counting occurs. The patient may have developed atrial tachycardia with rvr since the heart rate was elevated and post-shock rate slows with the morphology staying the same. The local representative performed isometric maneuvers and more noise was present in secondary than the primary vectors. The sense vector was reprogrammed to primary. No therapy exhaustion had occurred and no patient complications.

Event description:
----